Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During the procedure, the thermocool® smart touch¿ bi-directional navigation catheter was inserted into the cardiac cavity once. The catheter was removed from the patient¿s body and it was noted that the tip of the catheter was red. When the catheter was checked, there was blood in the part where the tip spring exists. There was no thrombus. The catheter was exchanged. The procedure was completed without patient's consequence. Additional information was received. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The tip of the catheter was not damaged. The sheath information is not known. The device was inspected and it was found in normal conditions, then, during the second visual inspection, reddish material was found inside the pebax, with no visual damage. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30067353m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During the procedure, the thermocool® smart touch¿ bi-directional navigation catheter was inserted into the cardiac cavity once. The catheter was removed from the patient¿s body and it was noted that the tip of the catheter was red. When the catheter was checked, there was blood in the part where the tip spring exists. There was no thrombus. The catheter was exchanged. The procedure was completed without patient's consequence. Additional information was received on (B)(6) 2018. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The tip of the catheter was not damaged. The sheath information is not known. This issue was assessed as foreign material inside the pebax with no external damage. Therefore, assessed as not reportable since there is no evidence of damage to the pebax integrity. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The biosense webster product analysis lab received the device for assessment on september 19, 2018, and noted on (B)(6) 2018, that the product was returned in the condition reported as there was reddish material found inside clear pebax. No visual damages were observed. This returned condition remains assessed as not reportable. Additional assessment was performed on november 16, 2018, stating that the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole on the surface of the pebax has been assessed as a reportable issue. The awareness date is november 16, 2018.